Event description:
The reporter did meter to hcp meter comparison tests, one after the other. The results were 400 mg/dl on reporter's meter, and 217 mg/dl on the hcp meter of unknown type. Reporter did not have any symptoms. No harm was alleged. Follow-up attempts to reach the reporter have not been successful.